Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was no longer functional. During explant surgery, fluid loss was confirmed as the reservoir was empty. The entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Date of event: estimated as first day of month of explant.

Manufacturer narrative:
B3: estimated as first day of month of explant. There was no device available for analysis; therefore, the device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as the pump was no longer functional. A surgical procedure was performed. During surgery, fluid loss was confirmed as the reservoir was empty. The entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as the pump was no longer functional. During surgery, fluid loss was confirmed as the reservoir was empty. The entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. No patient complications were reported.

Manufacturer narrative:
B3: estimated as first day of month of explant. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually and microscopically inspected. One of the cylinders had sharp instrument damage consistent with explant; therefore, it was not pressure tested. The second cylinder was out of fluid, but it passed pressure testing. The ms (momentary squeeze) pump was visually and microscopically inspected, and leak tested; all tests were passed. The pump was not pressure tested as it was contaminated. The reservoir was visually and microscopically inspected, and leak tested; all tests were passed. Product analysis was unable to confirm the clinical observations.